Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an occipital nerve spinal cord stimulator ¿which was helping,¿ however it ¿had to be removed because it was not MRI compatible.¿ if additional information is received, a supplemental report will be submitted.